Manufacturer narrative:
(B)(4). The entry does not represent the date of birth of the patient and should be read as ¿no information¿.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A review of the share logs was performed and there was no data to view. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.